Manufacturer narrative:
H10: the real intelligence cori, rob10024, (B)(6) , used for treatment, was not returned for evaluation therefore a visual and functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A screenshot review was completed with the clinical team and the reported problem was confirmed, it is shown that the cut block is sitting off the bone. Although the reported complaint stated that the trackers did not move, we cannot conclude this definitively since checkpoints were not used. Checkpoints taken on the clamp are not sufficient. The IFU states, ¿checkpoint pins are inserted in both the femur and the tibia, in positions where they will not be disturbed during bone removal. These points are collected as data points using the point probe within cori application software. Throughout the surgical procedure, the ¿checkpoints¿ are referenced to determine if either tracker has moved. Checkpoint pins should be inserted in bone with sufficient quality as to minimize the chance of checkpoint pin movement.¿ if a discrepancy is noted during the procedure, it is recommended to utilize the plane visualizer in the visualize cut screen and to take a manual screenshot to aide in the investigation. A system logfile review was completed with the software support team. It was seen that the connection was established, followed by successful homing and handpiece calibration without encountering any errors. The user proceeded to the checkpoint verification stage and successfully completed the verification process. While cutting the femur, no errors related to the handpiece or software were observed. An overcut was not seen in the logfiles. Since the user took the checkpoints on the trackers, it is not possible to see in the logfiles if the trackers moved, since the checkpoints were able to be taken on the trackers. The most likely cause of the reported complaint is due to tracker movement. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The IFU states that checkpoint pins are inserted in both the femur and the tibia, in positions where they will not be disturbed during bone removal. These points are collected as data points using the point probe within cori application software. Throughout the surgical procedure, the ¿checkpoints¿ are referenced to determine if either tracker has moved. Checkpoint pins should be inserted in bone with sufficient quality as to minimize the chance of checkpoint pin movement. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the information provided, a user technique/variance cannot be ruled out as a contributing factor to the reported event. The user manual instructs on appropriate placement of checkpoint pins. The patient impact included the additional cutting resulting in a 3mm gap posterior lateral, the reported less than 30-minute surgical delay, and use of cement to fill the gap; as cement is intended for bonding and not filling voids, it is therefore unknown if the cement fill would impact the longevity of the construct and/or contribute to early intervention. Further impact could not be determined, although a transient restorative/rehabilitation phase would be anticipated. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment, was not returned for evaluation therefore a visual and functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A screenshot review was completed with the clinical team and the reported problem was confirmed, it is shown that the cut block is sitting off the bone. Although the reported complaint stated that the trackers did not move, we cannot conclude this definitively since checkpoints were not used. Checkpoints taken on the clamp are not sufficient. The IFU states, ¿checkpoint pins are inserted in both the femur and the tibia, in positions where they will not be disturbed during bone removal. These points are collected as data points using the point probe within cori application software. Throughout the surgical procedure, the ¿checkpoints¿ are referenced to determine if either tracker has moved. Checkpoint pins should be inserted in bone with sufficient quality as to minimize the chance of checkpoint pin movement.¿ if a discrepancy is noted during the procedure, it is recommended to utilize the plane visualizer in the visualize cut screen and to take a manual screenshot to aide in the investigation. The most likely cause of the reported complaint is due to tracker movement. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The IFU states that checkpoint pins are inserted in both the femur and the tibia, in positions where they will not be disturbed during bone removal. These points are collected as data points using the point probe within cori application software. Throughout the surgical procedure, the ¿checkpoints¿ are referenced to determine if either tracker has moved. Checkpoint pins should be inserted in bone with sufficient quality as to minimize the chance of checkpoint pin movement. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the information provided, a user technique/variance cannot be ruled out as a contributing factor to the reported event. The user manual instructs on appropriate placement of checkpoint pins. The patient impact included the additional cutting resulting in a 3mm gap posterior lateral, the reported less than 30-minute surgical delay, and use of cement to fill the gap; as cement is intended for bonding and not filling voids, it is therefore unknown if the cement fill would impact the longevity of the construct and/or contribute to early intervention. Further impact could not be determined, although a transient restorative/rehabilitation phase would be anticipated. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during cori assisted tka surgery, the real intelligence cori console the surgeon made distal cut with burr using the 4n1, it was verified on visualize in the real intelligence cori console that the cut plan cuts were under 1mm, surgeon went back to bur thinking to he was able to to cut more distal 1-2mm minimum, but he then realized that all had a lateral gap posterior and chamfer of about 3mm. Trackers did not move, surgeon filled gap with cement used a 6 femur and 9mm poly. Surgery was resumed after a non-significant delay with the same device. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).